Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a loss of therapeutic benefit. The patient said they were out of town and they didn't remember what their settings were. The patient also mentioned they had "excessive urination". The patient stated that the stimulation kept on going off. The agent reviewed with the patient that patient services didn't have access to their previous program information. The agent educated the patient on the general use of external devices. The agent reviewed considerations for therapy optimization. The agent reviewed general programming guidance. The agent advised the patient they could schedule a reprogramming session with the manufacturing representative (rep) at their healthcare provider (hcp) office and during programming they would be able to check which program they have previously.